Event description:
There have been several problems with ICU medical arterial line tubing. These issues include: opened new tubing package and found that the tubing was severed from the stopcock. Packaging was intact. Tubing loosens at various connection sites. Tubing leaks at various connection sites. Some luer-lock connections found to be cracked. Found with blood backed up into the tubing past the transducer and had to be replaced (new set-up) placed.